Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer¿s other blood glucose is 90 mg/dl. The customer was treated with orange juice and glucose tablets. Troubleshooting was done for low blood glucose and over delivery. Based on customer report customer does allege pump was over delivering. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.